Manufacturer narrative:
Further testing by customer: capture-r ready-ID lots id298 and id304 were tested with crric lot 221657 and anti-k was not detected. This issue is likely to be sample related. Applicable capture limitation: some igg antibodies have been shown to react poorly in solid phase red blood cell adherence assays. Weak examples of clinically relevant antibodies may fail to react by capture-r ready screen, even though the antibodies are detected by an alternative technique. No one test method is capable of detecting all antibodies.

Event description:
On (B)(6) 2016, a customer reported unexpected negative results when testing a patient sample with capture-r ready-screen ii (crrs ii) using capture-r ready indicator red cells (crric). Anti-k was identified by manual tube testing.